Event description:
It was reported that an ilet user experienced hyperglycemia after meals, reaching a blood glucose of 269 mg/dl, with the healthcare provider advising a factory reset due to postprandial highs and concurrent use of diet pills potentially affecting insulin delivery. Symptoms included heartburn without other reported clinical manifestations. Outcomes included the need for troubleshooting, patient education, and scheduling of additional training. Investigation included customer support review of the recent meal announcement and performance of a factory reset with guidance on meal announcements for the following week. Investigation of this case revealed an unclear cause of the hyperglycemia. It was concluded that the device was reset, education was provided, and no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.